Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard multiple keys was not working. The customer stated that the malfunction caused a delay in dispensing medication to patients, but the user was able to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard multiple keys were not working. A field service engineer (fse) identified that a few keys were not responding on keyboard. So, the fse replaced the keyboard and working as normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard multiple keys was not working. The customer stated that the malfunction caused a delay in dispensing medication to patients, but the user was able to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.